Event description:
It was reported that during training by a zoll product specialist, the autopulse platform made a continuous sound and immediately displayed a "system error, out of service, revert to manual CPR" message upon power on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.